Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, after removing the sensor patch, the patient reported pain/discomfort, redness, and a bump at the insertion site. The patient noted that the wire was missing from the underside of the patch and believed it remained in the skin. On (B)(6) 2026, a follow up call was made and the patient¿s spouse reported that the patient was evaluated by their primary care provider on (B)(6) 2026. An x-ray was performed, which did not reveal any retained wire or metal fragment. However, the provider advised that the presence of a plastic fragment could not be ruled out, as it would not be visible on an x-ray. The physician diagnosed the patient with cellulitis at the insertion site, which was identified as the cause of the significant pain. At that time, the insertion site exhibited redness, swelling, and a hardened knot. The patient was treated with an oral antibiotic cephalexin (keflex) 500 mg taken twice daily for 7 days. At the time of follow up, the patient¿s spouse reported that the redness and swelling had resolved, and the pain had significantly improved. A small residual knot remained at the insertion site; however, the area was no longer red and continued to heal. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.